Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. The transmission revealed an alert of ventricular pacing greater than limit. Upon monitoring, the patient's right atrial lead was found to over-sense noise resulting in inappropriate automated mode switch (ams) episodes. The clinic will continue to monitor the patient. No intervention was performed. No patient consequences was reported.